Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection observed minor scratches on the case. There was a hole in the seal plug. The set screw operated normally. A series of electrical tests was also performed, and normal device function was observed. Analysis confirmed the clinical observations and the cause of the noise and oversensing was a hole in the seal plug.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that an inappropriate shock was delivered due to noise and oversensing. As a result, therapy was programmed off and a revision procedure was scheduled. During the procedure, it was difficult to remove the electrode. As damage to the seal plug was suspected by the physician, the device was removed and replaced. The new device and chronic electrode did not reveal any noise. No additional adverse patient effects were reported.